Event description:
The customer called for help with his breeze2 system. He performed control tests prior to the call and alleged that he received results of 217 and 192 mg/dl. The normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide any additional information. No product will be returned. A contour usb meter was sent to the customer.